Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported physical resistance (lock line/gripper line) could not be determined in this complaint. Additionally, the reported single leaflet device attachment (slda) was a cascading effect of poor image resolution, challenging patient anatomy and physical resistance removing the gripper line and lock line. The reported unspecified tissue injury, mitral valve insufficiency/regurgitation and heart failure were an outcome of the slda. The patient died of cardiogenic shock. In the physician's opinion, the mitraclip did not cause or contribute to the death. The patient was fragile and the mitraclip procedure was performed as a palliative intervention. Therefore, the reported cardiogenic shock resulting in death were a result of patient anatomical condition. The reported patient effects of heart failure, unspecified tissue damage, mitral valve insufficiency and cardiogenic shock as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip mentioned will be filed under a separate medwatch report.

Event description:
This is being filed to report the difficulty removing the gripper and lock lines, clip detaching from one leaflet, tissue damage, heart failure requiring hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Although imaging was difficult, the clip delivery system (cds) was advanced and placed on the mitral valve. After the first grasping attempt the mr was not sufficiently reduced therefore the clip arms were opened and the grippers pulled up. The posterior mitral leaflet (pml) appeared to be stuck on the gripper. Troubleshooting was performed to release the pml from the gripper and the leaflets were grasped again however no sufficient reduction of the mr was noted. The clip was opened and once again, the pml stuck to the gripper. An attempt was made to invert the clip and retract the cds to the left atrium however the pml was still stuck to the gripper. The pml was managed to be released from the gripper and the cds was retracted to the left atrium. After a reorientation and a new grasping attempt, deployment was initiated when it was noted the gripper line could not be moved. Troubleshooting was performed and the lock line and gripper lines were able to be removed. After deployment, it was noted the clip detached from the posterior leaflet. A 2nd clip was placed lateral to stabilize the slda clip, reducing mr to 2-3. On a later date, it was reported that the patient was hospitalized due to decompensated cardiac insufficiency and increased mr of 4+. A control echocardiogram was performed, which found the second clip had detached from the anterior leaflet (slda). A small defect was visible on the posterior leaflet. It was noted difficulty was met removing the gripper and lock lines from the second clip during the initial procedure. The patient had mitral valve replacement and could not be stabilized. The patient died of cardiogenic shock. In the physician's opinion, the mitraclip did not cause or contribute to the death. The patient was fragile and the mitraclip procedure was performed as a palliative intervention. No additional information was provided.